Event description:
In MFR report # 3004209178-2012-00854 it was reported: "the patient could push on the stimulator pocket and the stimulator would turn on/off." Additional review indicates this information pertains to this manufacturer's report. Any additional info regarding the device turning on/off will be reported in this report. Additional info. The patient's health care professional reported the device turned on/off with change in position. The event was attributed to the device and the lead, and the complete system was replaced. Upon explant of the devices, the hcp stated there was "no suture through the wire/ with any disturbance." The patient required hospitalization due to the event, and the patient outcome was listed as "no injury." After surgery the new device worked "well."

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2000-(B)(6), explanted: 2012-(B)(6), product typ extension, product ID 3080, lot# l80012, implanted: 2000-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID 3037, serial# (B)(4). (B)(4)